Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris syringe module syringe administration set was loose the following information was received by the initial reporter with the following verbatim: reported issue: this rn assumed care of patient this morning at 0730. At 0800, I was checking all of the patient's lines and medication drips and verifying that each of them were unclamped, and running at the correct rate. As I checked the patient's cisatracurium drip, I noticed there was fluid dripping underneath the clear link attached to the pressure sensing tubing where the syringe screws on. I attempted to reattach the syringe to trouble shoot the problem, but after about 30 minutes there was still dripping coming from the site. I replaced the clear link, pressure tubing, and medication syringe, and there was no longer leaking from the site. I placed the clear link and tubing in a specimen bag and turned it into management with proper labeling.